Event description:
Reportedly, after repair of the subject programmer, once plugged in and turned-on, the green light was displayed, but the screen remained black.

Manufacturer narrative:
The reported behavior could be explained by one of the following hypotheses : an issue with the flex cable, which connects the video board to the carrier board; an issue with the etx board. During the expertise of the returned programmer, the reported issue could not be reproduced. No black screen was observed during several restarts of the programmer performed. In addition, no issue was observed on the flex cable and on the etx board. The root cause of the reported issue could not be identified by the analysis. The programmer followed the normal workflow of repair and was sent back to the field.

Event description:
Reportedly, after repair of the subject programmer, once plugged in and turned-on, the green light was displayed, but the screen remained black.